Event description:
It was reported to boston scientific that the guidewire was inserted into trilogy balloon and placed in the urethra. The guidewire was removed with forceps and an attempt was made to place other boston scientific devices used during the procedure. During the process severe resistance was felt and under x-ray, the stent deformation was seen. The guidewire was found to be severely stretched and the procedure was completed with another device. (Device unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
A visual evaluation indicates that the wire shows evidence of being submitted to extreme pulling force. Approximately 5.5 cm of wire tip was fractured from the wire, the poly is skived, and the distal tip along 3 cm is missing the poly exposing the core wire. A fracture proximal section of the core wire is sticking out from a severely unraveled coil. The cause of the resistance was not determined, unknown procedural factors may have contributed to the event.